Event description:
Reporter stated that in 2005 patient's inr result with device was 8.0; lab inr for this patient was 5.8. On the second day, the same patient's inr result with device was 8.0; lab inr for this patient was 5.02. Reporter feels that issue is patient specific. Treatment received; patient's coumadin was held in 2005.